Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer full height 6 was not detected on the bus. The field service engineer (fse) found that the control printed circuit board assembly light diodes were off and replaced the pyxibus module controller board and half height drawer control board to resolve the issue. The fse reassigned drawer position and tested in hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 6 was failed to detect on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.